Manufacturer narrative:
Result: the neuron 053 catheter has kinks approximately 2.5, 6.0, 7.5, 10.0, and 13.5 cm from the distal tip. Conclusion: the device was returned for analysis and has been evaluated. The compliant indicates that the neuron 053 was defective when it came out of package. Evaluation of the returned device revealed several kinks in the distal end of the catheter shaft. It is unknown which of the kinks in the distal end of the catheter the complaint was referring to. This damage was likely caused by mishandling the product when removing from the package or during preparation for use as these devices are 100% visually inspected for damage during packaging and any damaged device would have been rejected. However, based on the ability for the catheter to be re-inserted into the shipping tube without resistance, it is possible the catheter was damaged during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a procedure, the technologist reported that the neuron 6f 053 delivery catheter was crimped out of the package. The device was not used on the patient.